Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
The customer reported touchscreen not working when trying to adjust settings. The customer confirmed the unit has had issues with touchscreen and keeps having to calibrate. The device was in use at the time of the reported event, but there was no reported harm to the user or patient.

Manufacturer narrative:
G4: 13mar2020. B4: 27mar2020. The customer confirmed the touchscreen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.